Event description:
Additional information received from a healthcare professional (hcp) reported the first volume discrepancy occurred on (B)(6) 2025 and had an expected reservoir volume of 6.6 ml and an actual reservoir volume of 2 ml. The second volume discrepancy occurred on (B)(6) 2025 and had an expected reservoir volume of 10.5 ml and an actual reservoir volume of 8 ml. The cause of the discrepancies had not been determined. The plan is to replace the pump with a possible catheter revision, but no surgery date had been set.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen and bupivacaine via an implanted pump for an unknown indication for use. It was reported the pump had been having volume discrepancies for quite a few months now and the patient had not been getting adequate pain relief. The patient had been working with the hcp to have the pump replaced but there had been delays. It was reported the patient had not had any falls/trauma and the patient was in a wheelchair and used a hoyer lift.